Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. On the same day as the onset, the patient was hospitalized for the event. Ten days after hospital admission, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.